Manufacturer narrative:
Manufacturing site: (B)(4). The shaft of the returned fubuki was found bent and stretched at approximately 17-71cm from its tip. The shaft tube was torn at approximately 23cm from the catheter tip. Microscopic observation of the torn end of the shaft tube found a trace of tearing due to ductile force. The mesh construction of the catheter braids were stretched and exposed, completely reducing the catheter lumen. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the distal segment of the subject fubuki guide catheter could be caught in the vessel due to anatomical conditions including small vessel lumen. As the device was retracted, tensile force was applied on the shaft, stretching the shaft and tearing the catheter shaft tube. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragments of the torn shaft tube might be left in the patient anatomy. The instructions for use (IFU) states: [warnings] operate this guide catheter carefully, and if any resistance is felt, stop the manipulation and identify the cause of the resistance under x-ray fluoroscopy. [Malfunctions and adverse effects] damage.

Event description:
It was reported that a fubuki guide catheter was used for embolization of the vertebral artery aneurysm. As aneurysm embolization was completed, the fubuki guide catheter was retracted. Although the device was felt caught in an artery of the patient arm, retraction was continued. When the fubuki guide catheter came out of the patient anatomy, the shaft tube was found torn and the catheter braids were exposed. As the fubuki guide catheter was taken out of the patient anatomy without resistance, no additional treatments were performed and the procedure was completed. The physician commented that the fubuki guide catheter could be damaged due to the small vessel diameter of the patient as spasm was observed when the fubuki guide catheter was initially inserted into the patient arm. There were no adverse patient effects associated with the case and the patient was fine without problem after the procedure.